Event description:
The tech alleged the brake caster is not holding, brakes are ratcheting while in brake mode. No pt impact.

Manufacturer narrative:
The tech replaced the brake casters to resolve the issue.